Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative evaluated the imaging system. Representative successfully opened and closed the gantry door multiple times and could not reproduce the symptom. Verified dingus placement, door rotor rail position, pressure switches, and alignment. Verified proper operation of door. No malfunction was detected. A full system checkout was successfully completed, with all checks passing. The system is fully functional.

Event description:
A medtronic representative was notified by the site that the imaging system gantry does not close consistently, and that it must be manipulated to close properly. There was no patient present when this issue was identified.